Event description:
The following info was reported to co: pump was alarming. Screen showed malfunction #9. Attempts to shut off machine by nurse without success. Attempted to change battery, pump went into malfunction #8. Pump still did not turn off. Called co to find out what #8 and #9 meant, co had no answer. Procedure book by co had no answer. Pump assessed by nurse to determine amount remaining in cartridge. All fluid gone, there should have been 280 mg left. Resident's vital signs initially stable. Co's engineering evaluation found the pump to be accurate and fully functional. Delivery accuracy was measured to be 0.64%. Review of the data log revealed no programming errors. The pump performed within co's specs. It should be noted that when the device detects a malfunction, the pumping mechanism shuts down and cannot be activated until the malfunction has been addressed. On page 64 of the device's manual, under malfunction message, it states, " turn the pump off, then on again. Restart the infusion. If the alarm persists, discontinue use and refer the pump to an authorized technician."